Event description:
The customer reported that the system displayed a loud popping sound and message of filament failure. Arching and the image quality were poor.

Manufacturer narrative:
(B) (4). The customer canceled the service call.